Manufacturer narrative:
The correct analysis results are now attached. The returned lead had been capped about 8.5 cm distal of the is-1 connector pin and was only available in fragments. All parts of the lead were returned for analysis and were examined visually and electrically. The visual inspection showed deformations of the outer conductor helix, which are probably a result of the explant process. The measurement of the direct current resistances of the electrical conductors proved to be inconspicuous. During this inspection, no deviations from the technical specifications were found, which could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - one day after implantation, lead was explanted due to an increase in the threshold. No adverse patient side effects were reported.